Event description:
It was reported that during cleaning at the user facility that the device was heating up. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.